Event description:
The report received from the (B)(4) study indicated that a patient experienced unstable angina and underwent revascularization of the target vessel, non-target lesion approximately twenty-one months after the index procedure. This is a (B)(6) female patient with a medical history of hypertension, hyperlipidemia, family history of coronary artery disease, angina, history of previous pci ((B)(6) 2009), diabetes mellitus (type ii), obesity and palpitations. It was mentioned that the same vessel had been previously treated with stenting and balloon angioplasty, but it was unknown what stent was implanted and which vessel was treated. At the time of index procedure, angiography revealed 99% stenosis in the distal left anterior descending. The indication for the procedure was stable angina pectoris and +ve functional study for ischemia. The dlad lesion was described as 6mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2x12mm non-cordis balloon at 10atms and a 2.5x18mm cypher rx was implanted at 12atms without post-dilation of the stent. There were no device delivery issues noted and the patient was discharged the next day. Approximately twenty-one months later, the patient experienced unstable angina and underwent revascularization of the distal left anterior descending. The length of the lesion and % of stenosis were unknown. The outcome of the event was also not provided. It was unknown if the new dlad lesion was within 5mm of index stent and index stent was patent, but in an investigator's opinion, the event was not related to the study stent or procedure.

Manufacturer narrative:
Concomitant medications at the time of reocclusion included aspirin, bivalirudin, clonidine, plavix, coreg, ecotrin, hctz, imdur, metformin, nitroglycerin, and simvastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced unstable angina and underwent revascularization of the restenosed target vessel and a non-target lesion approximately twenty-one months after the index procedure. This is a (B)(6) female patient with a medical history of hypertension, hyperlipidemia, family history of coronary artery disease, angina, history of previous pci ((B)(6) 2009), diabetes mellitus (type ii), obesity and palpitations. It was mentioned that the same vessel had been previously treated with stenting and balloon angioplasty, but it was unknown what stent was implanted and which vessel was treated. At the time of index procedure, angiography revealed 99% stenosis in the distal left anterior descending. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The distal lad lesion was described as 6 mm in length, class b1, and de novo. The reference vessel was 2.5 mm in diameter. As planned, the lesion was pre-dilated with a 2x12 mm non-cordis balloon at 10 atms and a 2.5x18 mm cypher rx was implanted at 12 atms without post-dilation of the stent. There were no device delivery issues noted and the patient was discharged the next day. Approximately twenty-one months later, the patient experienced unstable angina and underwent revascularization of the distal left anterior descending. The length of the lesion and % of stenosis were unknown. The outcome of the event was also not provided. It was unknown if the new distal lad lesion was within 5 mm of index stent and index stent was patent, but in an investigator's opinion, the event was not related to the study stent or procedure. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15218435 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Addendum (02/05/2013): additional information in the cec adjudication minutes indicated that the actual event date of previously reported event of reocclusion was (B)(6) 2012 instead of (B)(6) 2012 as repeeat angiography was done on (B)(6) 2012. This new information does not chnage any reportability in this file.